Manufacturer narrative:
The customer reported problem was not confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: biomed has an 8015 unit with the ac led flickering. Sn: (B)(4). Failure device type: failure problem type: failure mode: case resolution: recommended to send in unit for warranty repair due to the 24v switching power supply causing the issue. Biomed will call back com for warranty RMA.